Manufacturer narrative:
One kangaroo joey was received with a complaint of ¿unit does not alarm when tube is off rotor.¿ this complaint has been verified as the device does not properly alarm for a rotor error when one is simulated. A formal corrective and preventative action investigation has been opened to address the issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. Information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump did not alarm when the tube was taken off the rotor during testing. There was no patient involvement.